Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not receiving audible alerts or alarms as intended despite volume settings being set to "high". Customer's blood glucose level was 67 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.